Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the infusion set was detached from hub. Since last one day the infusion set was in use. No further information was available.